Manufacturer narrative:
The patient weight was not provided. The referenced (B)(6) infection was reported under medwatch MFR report# 2916596-2017-xxxxxxxxxxx. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 6 months. (B)(4). The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient¿s post-lvad course was complicated by (B)(6) and pulmonary hypertension. The patient also suffers from chronic obstructive pulmonary disorder (copd). On (B)(6) 2016 the patient was hospitalized with complaints of chest pain, and was found to have a non-st elevation myocardial infarction. The myocardial infarction was treated conservatively, and a left heart catheterization was not performed. At the time of the event the patient¿s inr was sub-therapeutic, and the lactate dehydrogenase was elevated at 700 u/l. The lvad clinicians suspected lvad thrombosis. Echocardiogram did not reveal any device dysfunction. The patient¿s inr goal was increased, and persantine was added to the anticoagulation regimen. The patient was discharged on an unspecified date. Since discharge, it was reported that the patient had become increasingly short of breath and fatigued, with significantly decreased activity tolerance. The patient also experienced dizziness when standing. It was reported that the when the patient got up to go to the bathroom, the patient fell to the knees, but did not lose consciousness or suffer trauma. After a second episode of dizziness, emergency medical services responded to the patient and diagnosed st elevations. The patient was admitted to a high risk cardiology unit with elevated troponin, and was diagnosed with a second thromboembolic myocardial infarction. A heparin infusion was administered. It was reported that the lvad was operating as expected, and the patient remained pain free. The troponin trended downward with medical management. Despite optimizing medical therapy for heart failure, the patient¿s condition continued to worsen. Right and left heart catheterizations were eventually performed, and the patient was found to have a significant progression of his circumflex stenosis as well as elevated right heart pressures. Due to the patient¿s condition, transplant was not considered an option. The patient underwent a pump exchange on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit and outflow graft were not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the device and the reported issue could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.